Manufacturer narrative:
(B)(4). The device was not returned to physio-control. The third-party service agent evaluated the customer's device and was unable to duplicate or verify the reported issue. After performing an unrelated repair, proper device operation was observed through functional and performance testing. The device was subsequently returned for use. A cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device was unable to charge for defibrillation. As a result defibrillation therapy would be prevented from being delivered to the patient if needed. There were no reports of patient use associated with the reported event.